Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported a significant discrepancy between sensor glucose 140 mg/dl and blood glucose 47 mg/dl, with the sensor reading and the insulin delivery was not suspended. The low blood glucose was treated with carb intake (regular coke). The event involved product(s) mmt-342g,mmt-432ag,mmt-1884,78893-01. Troubleshooting was performed and type 1 diabetes, was using the 780g pump with auto mode/smart guard active. Customer had been used the insulin pump within 48 hours of reported event. The customer was transferred to abbott for further sensor support. No further patient complications were reported. No product replacement or return was required for mmt-342g,mmt-432ag,mmt-1884,78893-01. Frn-mmt-342g-rsvr, unomed inf set, qbj-78893-01.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.